Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirm that the correct complaint device was returned for investigation. The handle of the device was in the open position, and the basket formation was severed from the coil assembly. The male luer lock adapter was loose, but the collet knob was tight and secure. The tubing measured 2.5cm in length but was bowed in appearance. Additionally, kinks in the basket sheath were noted at 52cm and 86cm from the distal tip. Two wires were extending 4mm out of the proximal end of the severed basket. There was also debris on the severed basket formation, indicating the device was used. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states to ¿enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event cannot be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information available. See h10 for details.

Manufacturer narrative:
Initial reporter occupation: purchasing. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a ureteroscopy with stone extraction using a ncircle tipless stone extractor, the basket broke off of the sheath while attempting to extract the stone. The pieces were retrieved, and the procedure was successfully completed with another device. No adverse effects to the patient have been reported as a result of this alleged malfunction. Additional details have been requested regarding the patient and the event. At this time, no additional information has been provided.